Event description:
International complaint received. Customer reports ¿leak/tubing-female connector¿ during priming. No reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted. The code reported by another country's co was listed as lot number s06g06105r. This code is manufactured in another country, and only distributed in other country. This medwatch was filed for the us, which is the same as or similar.